Event description:
A volume discrepancy was reported with the actual residual volume greater than the expected residual volume. They had expected 1ml at refill and aspirated 30-35ml of the infused drugs. It was further added that the pump was implanted 6 months ago. Healthcare provider was unable to aspirate through the cap (catheter access port). They disconnected the catheter from the pump and aspirated directly through the catheter with no problems. They injected the dye into the catheter and the dye was seen coming out of the distal tip. Hcp re- connected the pump and they were still unable to aspirate through the cap due to resistance. It was stated that there were no problems with pump rollers. Patient had experienced an underdose and was at a 10 in the pain scale. Drugs delivered via the device were hydromorphone and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).